Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited loss of capture due to a dislodgement. During the explant procedure the physician experienced difficulty removing the lead and it was damaged upon removal. No additional adverse patient effects were reported.